Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's system board and proportional valve was observed. The device's system board and proportional valve were replaced to address the issues.